Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was overheated prior to the malfunction occurring. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.